Event description:
It was reported this was a venotomy closure of two access sites at the right common femoral vein using the pre-close technique via a 10f sheath hole and an 11f sheath hole prior to an pulsed-field ablation (paf) procedure. Reportedly, no suture was present when the plunger of the first proglide device was removed at the 10f access site. The suture of a new proglide device was successfully pre-placed. No suture was present when the plunger of the first proglide device was removed at the 11f access site. The suture of a new proglide device was successfully pre-placed. The sheath was upsized and the paf procedure was completed. Hemostasis at the 10f access site and the 11f access site was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.